Manufacturer narrative:
(B)(4). A 3x7cm discontinued pelvicol: product ID: 482037. Product description: pelvicol 3x7cm, 1.0mm, b58.

Event description:
According to the reporter: the pt alleged injury.